Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.1 failed. The customer had rebooted the station but still issue persist. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified a faulty moab component and replaced it, which resolved one issue; however, the drawer continued to behave abnormally. The fse performed additional checks and determined that the retractor band had a short circuit, which likely caused the moab failure, and then replaced the retractor band to address the remaining issue. The system functioned as intended after the field service engineer repaired the device.